Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt alerts) has been confirmed. Upon investigation the monitor failed functional testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, both pulse wires within the receptacle were cut. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported a patient was experiencing check belt alerts.